Event description:
Note: the date of event was not provided. It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure. Patient's age, weight, and gender were not provided. Per the complainant, during the procedure, the clip deployed prematurely in the patient's stomach. The clip did not attach to the active bleed site. The clip was left to pass naturally. The procedure was completed with another resolution clip device. There has been no report of complications or injury to the patient. Post procedure the patient's status was fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The complainant indicated that the device will not be returned for evaluation. The device was disposed of; therefore, a failure analysis of the complaint device will not be completed. A review of shipping history, batch history, historical trending, and similar complaint trending for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).